Event description:
The complainant alleged that while monitoring and pacing a female pt (age unknown), the device displayed erratic messages, while it ran a constant print-out. The recorder went off/on by itself, and the device displayed "erasing report" and "test failed" messages. The staff continued to use the device. The pt subsequently expired. The complainant indicated that the death was not attributable to the device. Biomed tested the device and was unable to duplicate the alleged malfunction.

Manufacturer narrative:
This report is updating sections "a1" through "a4" and section "b7" per the user's medwatch report #5000036000-1997-0001.